Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The hub, telescope and imaging core assemblies were not returned (removed by user during the event in attempt to free the device). The guidewire, inserted into the catheter to free the device, was stuck inside the returned sheath assembly and could not be removed due to dried blood. During investigation, bloodstain was observed inside of the distal tip. No kink was observed in the sheath assembly. The guidewire exit port was noted to be lifted. The functional test could not be performed due to missing components. The device labeling and directions for use were reviewed and revealed the labeling and/or dfu contains these warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B)(4) - stuck in stent.

Event description:
A percutaneous coronary intervention was performed for a lesion in the proximal left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion. The physician then used the ivus to check a previously placed stent in the distal lad, when the physician went to pullback the imaging catheter, it became stuck with the stent. In an attempt to free the catheter, the physician removed the imaging core of the catheter and introduced a guidewire into the ivus and was successful in freeing the catheter from the stent. The catheter was removed outside the patient and it was confirmed that the event had no effect on the stent. The patient was reported to be in "good" condition.

Event description:
A percutaneous coronary intervention was performed for a lesion in the proximal left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion. The physician then used the ivus to check a previously placed stent in the distal lad, when the physician went to pullback the imaging catheter, it became stuck with the stent. In an attempt to free the catheter, the physician removed the imaging core of the catheter and introduced a guidewire into the ivus and was successful in freeing the catheter from the stent. The catheter was removed outside the patient and it was confirmed that the event had no effect on the stent. The patient was reported to be in "good" condition.